Manufacturer narrative:
The customer declined to accept the service offer. No ge healthcare service representative has visited the site and no service has been provided. No further information is available regarding the resolution of the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing an over delivery of pressure. There was no report of patient involvement.